Event description:
Medical data electronics monitor sent as loaner intermittently (over the last two months) has lost the sp02 waveform necessitating turning off the monitor to regain the function. The unit was recording a code in emergency dept when the recorder ceased functioning halfway through. After the code the unit was turned off for about a half hour, then on again and the recorder began working. Reporter believes this is an internal unit heat buildup problem and asked the factory for a loaner to replace the loaner because they had not returned MFR's failed unit in three months. Reporter was told that a loaner may not be available and reporter told them that they have two other units failing in emergency dept due to intermittent heat problems and reporter needed to get them back. A loaner was arranged. Note carefully the following: reporter received on may 2002, a replacement loaner mde escort prism. Reporter placed it into service and was called to ed within the hour to verify a failed (due to heat) temperature module. This reporter did, and the ed equipment tech said the temp module, escort prism case, and the temp probe that goes into the pt were "hot hot hot". The mde loaner was received with a q.a. Approved green colored tag dated may 2002 bearing a triangular qc 14 identifier. It also labelled the software revision as 04/2001. Reporter has notified the factory technicians.